Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia, cied system/pocket infection, and lead fracture. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into each lead, to provide traction. In addition, medtronic polysorb suture was tied to the lead insulation, to provide additional traction. Approximately 10 attempts were made to retract the rv lead distal screw from the heart but were unsuccessful. There were no attempts to retract the ra lead distal screw, because of noted lead fracture. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath dilator sheath, minimal resistance was encountered, and advancement was achieved to the rv lead distal end. Using gentle traction/countertraction, the rv lead immediately came free, and the glidelight, visisheath, and rv lead were removed. While the rv lead was being removed from the glidelight outside the patient, a pericardial effusion was noted via transthoracic echocardiography (tte). The effusion rapidly grew, and the patient's blood pressure dropped. Rescue efforts began immediately, including pericardiocentesis and sternotomy, and a small rv perforation was discovered and repaired. After the repair, the ra lead was extracted with use of the same 14f glidelight. The patient survived the procedure. This report captures the lld #2 providing traction within the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4): patient weight unknown h3): the lld #2 was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.